Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 3006705815-2021-05620. It was reported the patient was unable to place their scs system into MRI mode, prior to an MRI procedure. Later, diagnostics discovered high impedance in both of patient's leads. In turn, the patient may undergo surgical intervention on a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A4 - patient weight was added.

Event description:
Related manufacturer report number: 1627487-2021-18770. Additional information received indicates the patient¿s leads were explanted and replaced on (B)(6) 2021 resolving the issue.